Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a fusiform 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as mild right and moderate left iliac tortuosity; 10% right iliac stenosis and 5% right iliac stenosis; 5% circumferential aortic mural thrombus/calcification at the proximal neck; 34 degrees infrarenal aortic neck angulation; 30mm proximal aortic neck diameter at the renal arteries was reported; 28 mm diameter of the distal aortic neck; 13mm diameter of the left iliac artery; 11mm diameter of the right iliac artery. It was reported that on the one month follow up, a 4-view abdominal x-ray (kub) showed stent graft kinking with no occlusion. The patient is asymptomatic and no intervention was reported. No clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received. Films were received and their evaluation was completed. Review of pre-implant cta shows a small distal aorta; approx 16 mm to 19mm diameter flow lumen. Cta and x-rays at 1-month show a slightly constricted ipsilateral limb as it exits the distal aorta. The limbs are patent bilaterally. The cause of the kink appears to be related to the small in diameter distal aorta.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (kink), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Manufacturer narrative:
Evaluation, method: (films). Evaluation, results: patient's condition affected effectiveness of device (small in diameter distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small in diameter distal aorta).